Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading at the time was 126 mg/dl. Customer had the insulin pump in suspend mode while mowing the lawn when the alarm occurred. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.